Event description:
Luo, b., kang, h., zhang, h., li, t., liu, j., song, d., zhao, y., guan, s., maimaitili, a., wang, y., feng, w., wang, y., wan, j., mao, g., shi, h., <(>&<)> yang, x. (2020). Pipeline embolization device for intracranial aneurysms in a large chinese cohort: factors related to aneurysm occlusion. Therapeutic advances in neurological disorders, 13, 1756286420967828. Https://doi.org/10.1177/1756286420967828. Medtronic review of the literature article found a multi-center study to investigate the safety and effectiveness of the pipeline embolization device (ped) for treatment of intracranial aneurysms in the chinese population. 1171 patients with 1322 intracranial aneurysms treated in 1319 procedures were included in the study. The average patient age was 53.9 ± 11.4 years and the majority of patient's included in the study were female (69.4%). 685 aneurysms were treated with ped only and 637 aneurysms were treated with ped plus coiling. 17 patients were noted to have died post-operatively. Cause of death was not noted in the article.

Manufacturer narrative:
Reported patient age (53 years) is representative of the mean age of all patients included in the study. Reported patient sex (female) is representative of the majority of patients included in the study. If information is provided in the future, a supplemental report will be issued.